Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the pst powered on the ccm and observed the ccm to boot with a distorted display which was caused by a defective single board computer (sbc) printed circuit board (pcb). The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the display on the central control monitor (ccm) was distorted. There was no patient involvement.